Event description:
The customer reported that a few hours after a donor stem cell collection, the patient had an arm venous thrombosis (arm where the return line was connected), and was delivered to the hospital and it was necessary to treat this patient with drugs and a stay in the hospital. Patient identifier, gender, and weight are unavailable at this time. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to medical intervention in the form of an unplanned hospital stay.

Event description:
The patient's full identification number would not fit in the designated field. The full identification number is (B)(6). The patient's weight was not provided by the customer.

Manufacturer narrative:
Terumo bct internal reference: (B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation: the customer stated that medical intervention involved pain therapy and anti-coagulation with low molecular weight heparin. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. The run data file was analyzed for this event. During the rinseback portion of the procedure, there was a "return pressure too high" alarm and then the run was terminated. Root cause: this disposable set was unavailable for specific root cause analysis. The run data file analysis shows that the system operated as intended, alerting the operator to a return pressure high alarm during rinseback.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.